Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2016-12347 and 2134265-2016-12349. It was reported that stent damage occurred. The target lesion was located in the diagonal branches of the left anterior descending artery (lad).three synergy¿ drug-eluting stents were advanced to treat the lesion. However, during procedure, the first two stents were damaged upon crossing the lesion. Moreover, the third stent, a 2.25x12 synergy stent, came off the balloon upon crossing the lesion. Subsequently, the stent was removed from the patient's body by running small balloon through stent , blowing up balloon and pulling it back into the guide. The procedure as completed with a non-bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID #: 2134265-2016-12347 and 2134265-2016-12349 . It was reported that stent damage occurred. The target lesion was located in the diagonal branches of the left anterior descending artery (lad).three synergy¿ drug-eluting stents were advanced to treat the lesion. However, during procedure, the first two stents were damaged upon crossing the lesion. Moreover, the third stent, a 2.25x12 synergy stent, came off the balloon upon crossing the lesion. Subsequently, the stent was removed from the patient's body by running small balloon through stent , blowing up balloon and pulling it back into the guide. The procedure as completed with a non-bsc stent. No patient complications were reported and the patient's status was fine.